Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 787 mg/dl. The mother stated that the insulin pump was functioning and did not feel the need to troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.